Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material # 309628 lot # 4054301 verbatim: rcc received a complaint via email. Email(s) attached .on 14aug2025 xxx was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm-syringe on 14aug2025, the office staff reported the following: ¿there was a "big blob" inside of the syringe please perform an evaluation of the process to include the release inspection process and controls in place to prevent "big blob" inside syringe from being released. 1 ml syringe: catalog: 309628 lot: 4054301.

Manufacturer narrative:
(B)(6) follow up. A large foreign material was reported inside the syringe. To support the investigation, one photograph of a 1ml luer-lok syringe was provided for evaluation by the quality team. The image shows a single loose syringe with a white air bubble embedded in the barrel. This condition can occur if small amounts of water particles enter the mold during manufacturing; when vaporized, these particles may create a concentrated area of vapor within the molded component. The observed condition does not conform to product specifications and is associated with the molding process. A review of the device history record was conducted for material number: 309628, lot: 4054301. The review confirmed that all visual inspections were performed according to requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted based on the approved inspection control plan, released for shipment, and determined to be in compliance with product specification requirements.